Manufacturer narrative:
(B) (4) (required intervention) - (B) (4) leak (type iii), (B) (4) (stent fracture) - results of evaluation: endoleak, stent graft.

Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 7.5 years ago. Aneurysm and vessel morphology at the time of implant were not reported. Currently, the vessels are non-tortuous, non-stenosed, and non-calcified. The pt has not been so compliant and has likely not had a f/u for approx 3 years. It was reported that the pt presented approx 1 month ago with abdominal pain, and it was found that a stent fracture and type iii endoleak (fabric) had occurred in the mid-portion of the contralateral limb. Because the pt has not had regular follow-ups, the cause of the issue or when it started is unk; however, there does not appear to be any conclusive anatomical contribution to the event. The physician elected to implant an aneurx flared limb, which successfully resolved the endoleak. No add'l clinical sequelae were reported, and the pt is fine.